Event description:
A customer contacted stryker to report a suspected issue with their device's therapy pcb assembly. Upon initial evaluation stryker observed that there was a defibrillation error, and defibrillation therapy was not delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue was determined to be due to a stuck transfer relay on the therapy pcb.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the issue of the device not being able to deliver defibrillation therapy. After replacing the therapy pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The removed therapy pcb is requested to be shipped to our product assessment center (pac) for further root cause analysis.

Event description:
A customer contacted stryker to report a suspected issue with their device's therapy pcb assembly. Upon initial evaluation stryker observed that there was a defibrillation error, and defibrillation therapy was not delivered. There was no report of patient use associated with the reported event.